Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having eye irritation, skin irritation, dizziness and/or headache, hypersensitivity, nausea/vomiting, asthma (new or worsening), death from a trilogy 100 device. There was no medical intervention required by the patient. No additional information can be requested at this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer's complaint was not duplicated. The product investigation laboratory (pil) did not detect any defects, damage or visual issues. Tech did note however the presence of foreign material from external sources indicative of contamination at various sites on the unit. The unit operated without issue or alarm codes. Upon observing failures during posttest related to the unit¿s sensor board (control, monitor, and pprox pressure verification steps) the tech disassembled the suspect unit for internal inspection and further investigation. Tech found no signs of damage or evidence of defective operation. Tech also found the airpath foam to be firmly secured, without any signs of delamination or degradation. Pil tech installed an active pap (2-port) porting block onto the ventilator and connected the unit to an mfts for post testing. Tech observed that the pprox pressure verification failures were not repeated. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. Tech has determined that trilogy 100 ventilator 1054260b/(B)(6) operates as designed and functions as expected. The mt3 sensor component of the unit¿s sensor board drifted out of spec due to contamination issues. Tech determined through test observations and their results, and through review of existing trilogy documents did not affect the trilogy 100 unit¿s ability to operate as designed and function as expected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having eye irritation, skin irritation, dizziness and/or headache, hypersensitivity, nausea/vomiting, asthma (new or worsening), death from a trilogy 100 device. There was no medical intervention required by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.